Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was found in backup mode. There was evidence of muscle stimulation due to the programmed settings of the backup mode which lead to the patient feeling discomfort. The pm was reprogrammed and the patient was in stable condition.